Event description:
This customer reported that they had leads off messages during pacing. The involved patient died, but the customer stated that the device was not a factor in the patient outcome.

Manufacturer narrative:
The customer reported that there was no malfunction, there was instead a use issue that related to leads off messages while pacing. They evaluated the device on-site and it passed testing. The device was not a factor. Note that fixed pacing can be delivered without leads ECG. The customer did not provide an ECG strips or event summary. The device has been returned to use with no further problems. Based on the available information, we are considering this as a use issue and not a malfunction of the device.